Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 247 mg/dl. It was also reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, but the minimum fill issue could not be verified.